Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obt.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large clip applier could not close. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the large clip applier instrument associated with this complaint and completed investigations. During the visual inspection, the input disk # 6 was found to be broken and completely detached from the base causing issue reported by the customer. The missing wheel was not returned with the instrument. Other backend components adjacent to the broken input did not show damage. The probable root cause is attributed to use and reprocessing conditions. The input disk can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem or peek material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.

Event description:
Refer to h11 for follow-up information.